Manufacturer narrative:
Concomitant medical products: metasul ldh head adapte; catalog no#: 01.00185.145; lot#: 2342199. Metasul ldh, head, 44, code j, taper 18/20; catalog no#: 01.00181.440; lot#: 2336378. Therapy date: (B)(6) 2016. The manufacturer received legal document for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
Patient was implanted on right side and underwent revision due to pain and metallosis.